Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the lab with the pr today ((B)(6) 2013) he could not pass the 5x40x80 completely through a 6f 45cm destination sheath. The balloon and vv passed through no problem, but the shaft became stuck with several cm still protruding from the destination valve. The user tried again on the table and was not able to get through (same situation). Unfortunately, while the md was attempting to do it on the table, he kinked a portion of the gps outside the sheath. This was not the portion that would not pass through the sheath. Note: he did pass two other balloons through the sheath with no problem after he failed with the gps; one 6x20x135 and one 7x20x135. The user commented that he had never experienced this before with gps or other balloon. The md has used 10+ gps catheter's thus far.